Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(4), the valve dislodged into the ventricle with resultant severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted higher in the annulus, improving the pvl to trace. No additional adverse patient effects were reported.